Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this device and right ventricular (rv) lead exhibited high out-of-range shock impedance measurements. It is suspected that the root cause of the out-of-range shock impedance measurements is due to a proximal coil issue as the only shock vector that does not result in out-of-range measurements was the distal coil to device shock vector. The shock vector was reprogrammed to distal coil to device. This device remains in service. No adverse patient effects were reported.